Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding and displayed the blue screen. The customer confirmed that they had performed a reboot, but the issue still persists. The customer reported a delay of 10 minutes in getting the medication required for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly stopped responding and displayed the bluescreen. A technical support specialist configured the auto login for the application and rebooted the station to resolve the issue. A technical support specialist logged as admin, backup station database and repaired the application. The system functioned as intended after the technical support specialist troubleshooted the device.